Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient has been having a problem with their device. The patient was to call back later to discuss the problem. No patient symptoms or further complications were reported as a result of this event.